Event description:
It was reported that the impedance on the right ventricular lead slowly increased over time. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that lead impedance is still high and continues to rise.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Five patient alerts for out of tolerance subthreshold lead impedance occurred between (B)(4) 2010 02:15:03 and (B)(4) 2011 02:15:05. Weekly pace lead impedance trend data shows a gradual increase for min and max right ventricular pace of 1072 to 2992 ohms range between (B)(4) 2010 and (B)(4) 2011.

Event description:
It was reported that the impedance on the right ventricular lead slowy increased over time. The lead remains in use. No patient complications have bene reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.